Event description:
The consumer reported that the reagent solution from the binaxnow covid-19 antigen self test got into her eye. This event occurred while performing the self test on (B)(6) 2021. The consumer stated that she washed her eye thoroughly but contacted technical services (ts) for further guidance. The customer confirmed that there were no further adverse health effects or clinical symptoms present to the eye. Ts provided the consumer a safety data information sheet regarding the reagent. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Technical services provided relevant safety data sheet to customer. According to the package insert in195150c v. 3.0: precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.